Event description:
On oct 11, 1996 rptr had an anterior cervical discectomy at c-5/6 & c-6/7 levels, at which time 2 titanium plates were installed to aid fusion. As rptr continued to have pain, an MRI was ordered & x-rays were taken on may 1, 1997, at which time they discovered that the plate at c6/7 was broken in half! Rptr did nothing to cause this breakage & dr agreed that if something had happened to cause this, both of them would have broken. Rptr feels it was a defective plate. Pt scheduled for surgery to remove plate 9/22/97.